Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed low resistance due to a short in the integrated circuit. (B)(6). (B)(4).

Event description:
It was reported that the device could not be interrogated at all on routine visit. This was despite trying multiple programmers to connect. It was presumed to be at eol (end of life) and completely dead. The device was explanted and replaced. No patient complications were noted as a result of this event.

Event description:
It was reported that the device could not be interrogated at all on routine visit. This was despite trying multiple programmers to connect. It was presumed to be at eol (end of life) and completely dead. The device was explanted and replaced. No patient complications were noted as a result of this event.